Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient ipg was explanted and replaced due to recharge burden. Patient had to charge the ipg twice a day for couple hours. Issue resolved post-operatively.